Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.25x12 mm xience alpine stent was implanted on (B)(6) 2016. On (B)(6) 2016 the patient was re-admitted to the hospital with chest pain less than 30 days from the date of implant. It is unknown what treatment was performed and the patient outcome is unknown. No additional information was provided.